Event description:
The initial reporter stated that the pump was alarming error code 3 persistently. They stated that the patient missed one feeding and "some hours of the continuous feed" but they did not specify the actual length of the delay or if the patient was able to supplement their feeding. Mmd did follow up with the initial reporter and they reported that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. (B)(4).

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.